Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(4), ubd: 26-mar-2014, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that about a year and a half ago the patient noticed his antenna on his charger get hot enough that it leaves a red mark that takes a couple of days to go away after charging. The rep was going to call about a replacement charger/antenna. No further complications were reported. No additional patient symptoms were reported.